Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 423 mg/dl and would like to check the pump. Troubleshooting found that the drive support cap was normal. Customer declined to check their pump settings and indicated that the cannula tip looks different than the rest but is not bent. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer indicated that she would call back when she can locate the tubing clamp to further troubleshoot.